Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire that occurred on (B)(6) 2015. Patient stated that upon removal of a new sensor, the sensor wire was fell to the floor. At the time of contact, the patient did not report any injury or medical intervention. Patient removed the transmitter before removing the sensor pod against user's guide specifications.

Manufacturer narrative:
(B)(4).